Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was delayed in responding to touches. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided and high ketones that were identified as dangerous by healthcare provider. The customer required assistance and was given a manual injection and fluids to address their bg. Tandem technical support educated the customer that the pump prioritizes high priority task first and the pump was functioning as intended.